Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20aug2020.

Event description:
The customer reported that the touchscreen does not detect the digital change of the values. The field service engineer (fse) evaluated the unit and found that the touchscreen does not respond accurately to keystrokes. The customer reported that the unit was not in use on a patient. The field service engineer (fse) ordered a touchscreen and sent it to the customer to repair their unit.

Manufacturer narrative:
G4: 04aug2020; b4: 14oct2020. The field service engineer calibrated the touchscreen to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.